Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 188 mg/dl but his sensor glucose reading was 68 mg/dl. The sensor was a little bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.